Event description:
It was reported that leak was observed from the connection between a clearlink duo-vent continu-flo solution administration set and catheter (non-baxter product) during infusion of lactated ringer's solution (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: three used samples were received for evaluation along with one unused sample of non-baxter catheter. No defect was observed during visual inspection. All three returned sets were individually spiked into an in-house 1000ml solution bag containing distilled water. Each sample was then re-primed, each luer was then engaged per label copy and tested for leakage and manual separation with the non-baxter catheter. All three samples primed and flowed normally. No leakage or separation was noted. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.